Event description:
During ablation procedure, an intellanav mifi open-irrigated catheter was selected for use. It was reported that there was a high temp alert on the maestro generator. It was noticed that the fluid connection on catheter handle was broken and fluid was leaking from the proximal end of the handle. Catheter was replaced with one of a different model and procedure was completed successfully. No patient complications were reported. Product is expected to be returned for analysis; however, has not been received.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.